Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device had a cracked battery door. The customer stated problem was not confirmed. The device's delivery accuracy was running at three different tests, two of the tests were found to be slightly over instead of under the manufacturing specifications. The expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was under delivering. No patient injury was reported.